Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from pain. Update 12/15/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported limited physical activity, constant pain, patient cannot drive long distances and uses cane for stiffness. Primary surgical report noted a small crack proximally, while using rasp on femur, that could not be repaired with cerclage wire. This caused surgeon to have to use a cemented stem instead of an uncemented stem. The surgeon noted that the fracture was reduced to anatomical when the cement hardened. The revision operative note reported that the cement component prematurely failed, and it was an aseptic failure, and there was extensive fracturing of the femur. The stem was noted to be quite loose and easily removed. Part/lot updated. Stem will be added to complaint for loosening and an unknown rasp will be added for the fracture. Cement is not being added as it was a competitor product. The complaint was updated on: dec 30, 2015.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. (B)(4).